Manufacturer narrative:
Correction: upon clinical review, this file has been determined to be not reportable.

Event description:
It was reported that there was patient side occlusion, unresolved. Tested with (3) three different lines. It was further confirmed there was no patient involvement associated with this event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. No patient demographics provided as there was no patient involvement.

Event description:
It was reported that there was patient side occlusion, unresolved. Tested with (3) three different lines. It was further confirmed there was no patient involvement associated with this event.